Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a fluoroscopy revealed that the lead had dislodged; the date of the discovery was not available. The patient presented to the hospital on (B)(6) 2014 and it was noted that the lead exhibited loss of sensing. The patient had developed twiddlers syndrome which contributed to the lead dislodging. On (B)(6) the lead was explanted and replaced.